Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the paperwork indicated the patient died approximately 5 months post implant of the ipg system. The patient had been in hospice care. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was received on 2013-10-22 that the cause of death was metastatic cervical cancer. Therefore, there is no identifiable connection (reasonable suggestion) alleging the ipg system caused or contributed to the death or was otherwise associated with the death outcome. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: product ID 5086mri45 implantable pulse generator (ipg) implanted: (B)(6) 2013; product ID 5086mri52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).